Event description:
The customer reported to customer service that she had low suction with her freestyle breast pump, which led to mastitis, for which she is on her third round of antibiotics.

Manufacturer narrative:
The customer was sent new spare parts by customer service. The product involved int he complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of event. It cannot be definitively concluded that th e pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid profession to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time.